Event description:
Pt states he noticed on friday that he wasn't feeling well and was getting pale - checked his cadd legacy pump and the tubing looked like it had been sliced right above where the IV connector connects the tubing to the pump. Remodulin spilled on the pump. Pt restarted med with backup pump and new tubing. He called the pharmacy over the weekend to see if there were any recalls on the tubing and they sent him more tubing. Will send pt new pump with this order since pump got wet and could be damaged though pt says he is currently hooked up to it and it is working fine. Pump sn (B)(4). Pt does not have serial number of the tubing and threw away the tubing. Reason for use: (B)(4), secondary pulmonary arterial hypertension.